Event description:
Fifteen minutes into the knee scope, the bladder in the pump tubing went flat and the pump started to run full speed. Surgery started at 40mmhg and went upo to 50mmhg. Procedure was stopped and patient was admitted to the hospital for monitoring. This device is used for treatment. Follow up with sales rep indicates the patient was released the next day but no treatment was needed.

Manufacturer narrative:
Device is expected for evaluation but not yet received. A follow up report will be submitted upon completion.